Event description:
A ventilator was returned to the manufacturer for service ther was no harm injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the remote alarm connector was found to be broken. The device's interface board was replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.